Event description:
Patient who is reoperated for epidural and subdural hematoma drainage. When opening the duramadre are found 4 completely rigid strips and not of the usual texture. Four products are available for evaluation. Event date: 06/22/2025, procedure date: (B)(6) 2025, procedure: craniotomy.